Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the device was repaired and placed back into service. The device will not be returning to zoll.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.